Event description:
When the vagus nerve stimulator generator was being implanted in the operating room, it could not be programmed. The leads were appropriately attached, but the generator did not function. The cyberonic rep. Was in the operating room and gave the surgeon another generator which worked. Rep. Took malfunctioning generator for evaluation. Manufacturer response for aspirehc vagus nerve stimulation generator(per site reporter): cyberonic rep took the malfunctioning generator for evaluation.